Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a black fiber was attached on a pre-loaded intraocular lens (iol) when administering an implant in the patient's right eye. It was learned that there was patient contact with the iol. The black fiber was removed using a capsule forceps. No additional procedures performed. No evidence of surgical complications or unusual sequelae. The suspect iol remains implanted, the black fiber was removed. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: feb. 7, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: product was evaluated under magnification. A fiber was received in a pouch. The fiber was forwarded to eag laboratories for foreign material analysis. Per eag laboratories the material was consistent with a polyester species. The ftir results were compared against the manufacturing site ftir database and no results passed the 0.90 correlation threshold. The top hit was "tray 0 smartload" with a 0.711120 correlation. The complaint issue of dc-foreign material - loose was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. As per complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there was no product deficiency or product malfunction could be identified. . All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.